Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log files were sent with further investigation in progress. Gastrointestinal bleeding has been identified as a known potential risk associated with use of vads as outlined in the instructions for use. While this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Incorrect hematocrit entry due to a change in patient status is a potential cause for low flow alarms. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes and actions to take are outlined in the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the ventricular assist device (vad) coordinator in (B)(6) that the patient presented to the clinic with low flows and was pale. Blood work was drawn; the hemoglobin had decreased 0.94. With gastroscopy there was moderate to severe gastritis and moderate oesophagitis. The patient was readmitted for dark stool and decreased hemoglobin. The patient was admitted to the hospital from (B)(6) 2015 - (B)(6) 2015. Treatment included proton pump inhibitor (ppi) infusion and aspirin and warfarin were withheld, with plans for a colonoscopy and further investigation.

Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event captured showed a decreasing trend in power consumption of approximately 0.4w starting on (B)(6) 2015. Waveform trends of this nature may be indicative of change in patient state. Supplemental analysis: DHR review for (B)(4): a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a decreasing trend in power consumption, a low flow alarm and multiple suction alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed include anticoagulant therapy, incorrect hematocrit setting, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that at the time of the (B)(6) admission the hemoglobin (hb) went from 125-97 within 5 days. Packed red blood cells (prbcs) were given and warfarin was withheld. Flows improved after change of hematocrit with further improvement after blood/ fluid replacement. No active bleeding was found with gastroscopy and warfarin was restarted. The patient was discharged (B)(6) 2015 and readmitted (B)(6) 2015 for further dark stools and drop in hb and hematocrit (hct). The warfarin was withheld again and was given more units of blood. Octreotide was started. Further scopes found no bleeding. The patient had a total of 8 units of prbcs transfused. The patient ended up being transplanted during that admission on (B)(6) 2015 and is now doing well. It was reported that the transplant was due to the ongoing gi bleeding & hb drops and the fact that they could not find the bleed. There were no other device issues and other than the gi bleed the patient "was reasonably stable". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.